Event description:
It was reported that the battery was low and after changing it the insulin pump kept alarming failed battery test. Customer's mother did not want to troubleshoot since she was able to clear the alarm and the device was working. Customer did not have a new battery to try. The battery cap is being replaced. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.